Event description:
It was reported that the patient was seen in clinic after experiencing phrenic nerve stimulation. Fluoroscopy showed that the lead had moved since implant. As the stimulation could not be programmed around, the physician opted to explant and replace the lead. No unintended stimulation was present following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.